Event description:
Customer reports that the first stapling is good, but the others are not. Also, states the during first stapling the hand piece broke. No pt injury or intervention reported.

Manufacturer narrative:
File documentation states sample sent to MFR on 11/30/2007. Evaluation: mfg process evaluated. Results: sample #1: visual inspection shows evidence of damage on trigger, no functional test can be performed. Sample#2: visual examination shows that the tube and jaws are bent and knob is not properly assembled. Damage on sample was during sample handing. Mfg process was evaluated and was not found to have any steps that can damage the product as samples received. Device failure occurred, but not related to event, for sample #2. No conclusion can be drawn. Based on investigation performed, a root cause could not be established. Supplier of trigger was notified.